Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that an architect i2000 bhcg result of 14,600 iu/l was generated on a pregnant patient and did not match the clinical picture. The same sample retested at 60,000 iu/l. The initial result of 14,600 iu/l was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. The customer had observed a lack of reproducibility for the architect total bhcg assay automatic dilution protocol when using the architect bhcg reagent kit (lot 61944jn00). As part of the investigation for this issue, a thorough review was conducted of all manufacturing and testing records for architect total bhcg reagent kit, lot number 61944jn00. A review of the final release testing data demonstrated that the lot in question passed all the required specifications during manufacture and did not reveal any events or issues that could impact the performance of the architect total bhcg reagent kit, lot number 61944jn00. Additionally, a testing protocol was executed which examined the performance of a number of architect total bhcg reagent kits, including the reagent lot in question. The investigation examined the performance of the architect total bhcg assay with respect to the detection of total bhcg in a range of patient samples and the use of the automated dilution procedure per package insert instructions. The investigation did not identify any issues with the performance of any of the architect total bhcg reagent kits. The performance of the architect total bhcg (lot number 61944jn00) was determined to be comparable to the performance of four other reagent lots used in the investigation. No false positive or negative results were obtained for any of the patient samples tested. Based upon the investigation and a review of the information available, it was concluded that the architect total bhcg reagent lot 61944jn00 is meeting its safety, effectiveness and label claims. A specific reason for the customer's complaint could not be determined as the investigation was not able to confirm the customer's observation. No product deficiency was identified. This is the final report.